Event description:
The customer reported intermittent communication failures. This error will result in intermittent system functionality or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.